Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl. Customer experienced symptoms related to their high blood glucose level was nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.